Manufacturer narrative:
The complaint allegation cannot be confirmed without the return of the device for evaluation. The device was not received for evaluation. No pictures or video of the failure were provided. Per the event description, it is concluded that the device was malfunctioning, most likely due to wear and tear.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-6482, dw remote lavage mode was automatically activated when the remove was plugged in. This was detected during arthroscopic rotator cuff repair on (B)(6) 2023. Pump was over-inflating the shoulder and the remote would activate the lavage function automatically without being pushed. Procedure was completed successfully as planned by turning off the pump and using a competitor pump instead.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.